Event description:
It was reported to vyaire medical that the ltv 1200 ventilator has shut off when the internal battery was depleted during patient use. Furthermore, the staff continued to bag the patient and there was no patient harm associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.